Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they are experiencing pain and that "there is some complication involving the wire". The patient's implantable pulse generator and right atrial lead remain in use. No further patient complications have been reported as a result of this event.